Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset observation. It was noted the time of the reset coincided with an atrio ventricular node ablation procedure. The device remains in use. No patient complications have been reported as a result of this event.